Manufacturer narrative:
Additional information is being provided for previously submitted h4 - device mfg date, which was not late. The manufacturing date for this device is 1/8/2014, which has been updated in the h4 field.

Event description:
It was observed that during the device evaluation, the flex deflectable videoscope adhesive was separated between the objective lens and c-mount. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex deflectable videoscope adhesive was separated between the objective lens and c-mount. There was no patient involvement.